Event description:
A customer contacted baxter (B)(4) regarding their cassettes. The customer reported that " the patient was unable to hook up line to second bag. The patient threw out and used another cassette. They had four occurrences and then started in on another box of cassettes". There was patient involvement, but there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient's (hp) husband, he stated the hp had 4 occurrences and discarded the cassettes. The hp's husband stated that the hp has been using a new box of cassettes and they have been working fine. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: the problem was not confirmed on the returned companion sample. Therefore the root cause could not be determined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.